Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composite mesh (also known as composix) on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the composite mesh (also known as composix). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the sex, brand name and PMA/510(k). Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2008) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., expiry date), d6b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected fields: a3 (sex), d1 (brand name), g4 (PMA/510(k)). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composite mesh (also known as composix) on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the composite mesh (also known as composix). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with large ventral hernia thereby underwent laparoscopic repair with implant of composix kugel patch (device 1). Per op notes, ¿a large hernia defect containing omentum which was occupying supraumbilical region was identified. A large composix kugel patch (device 1) was placed in the defect and secured with sutures and nonabsorbable tackers.¿ on (B)(6) 2019 - patient was diagnosed with recurrent ventral hernia thereby underwent robotic assisted repair with excision of composix kugel patch (device 1) and implant of ventralight st mesh (device 2). Per op notes, ¿the ports were placed in the left side of the abdomen. Omental adhesions to the anterior abdominal wall was noted and taken down. The ports were then placed in the right side of the abdomen. The prior mesh (device 1) was identified which was heavily scarred in place, and the hernia was noted. An incomplete coverage of the prior mesh over the hernia was encountered. The composix kugel patch (device 1) was cut into two pieces and excised each of these pieces. The defect was measured and a ventralight st mesh (device 2) was placed along the anterior abdominal wall and secured with suture and a tacking device.¿